Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the data files were provided for review. Review of the device activity logs recorded two shocks, both shocks were followed by analyse button, stand clear, press shock and shock button prompts. The shock button prompt is typically recorded only when shock button is pressed. This suggests that the device did not self discharge. The customer's report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.